Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Der and clinical report received. Patient was revised to address elevated metal ion levels. Update rec'd 1/18/2016 - litigation papers allege the patient experienced complications, including but not limited to, pain, discomfort, difficulty ambulating and metallosis. The complaint was updated on 1/20/2016. Update 5/11/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, disfigurement from surgeries, permanent damage to hip due to interventional care, imbalance, headaches, mobility loss, range of motion loss and mental anguish. Medical records reported tremor, memory impairment, dizziness, failure to thrive and lab results for metal ions greater than 7 parts per billion. Revision surgical report noted absolutely no evidence of metal reaction, no pseudotumor, no metallosis, no wear, no osteolysis, and components looked good except for mild corrosion on femoral head boarder and minimal on the taper of femoral stem. Stem added to complaint for elevated metal ions and corrosion. The complaint was updated on: jun 2, 2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (device codes). Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.